Event description:
It was reported that the ventilator was not in synchronization with the patient and generated high airway pressure alarms. The patient desaturated to 80%. The ventilator was replaced. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
There has been no request from the healthcare facility for any examination of the subjected the ventilator. Investigation is performed using the provided information and the logs from the ventilator. The event log confirms several alarms have been generated as an indication of difficulties with ventilating the patient. The log show that the ventilator was set to prvc ventilation mode and that alarms for high airway pressure, peep high and expiratory minute volume low were generated. Those alarms indicate that the ventilator was functioning, and it attempted to deliver the set tidal volumes, but it failed due to the imposed restriction of the set upper pressure limit. In prvc ventilation mode the ventilator delivers a pre-set tidal volume, and the pressure is automatically regulated to deliver the pre-set volume, but it is limited to 5 cm h2o below the set upper pressure limit. The high airway pressure alarm is generated when the upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration phase. The peep high alarm will occur when the measured end expiratory pressure is above the preset alarm limit for three consecutive breaths. This can be experienced as no gas flow is delivered thus generating the alarm expiratory minute volume low. Successful pre-use checks were performed prior and after the event. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. The difficulties may either be related to not optimal parameter settings of the device for the actual patient condition or an increased expiratory resistance in the patient circuit system, such as a clogged bacteria filter on the expiratory side of the ventilator. A correction of field # d1 ¿ brand name and # d4 ¿ version or model # were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. There is no indication of a ventilator malfunction at the time of the event.